Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no delivery alarm, failed battery test and back light anomaly due to blank display. Pump received with cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alarms, failed batteries test was not lasting, backlight did not came on and flickers as well as battery issues while close to low battery. Customer's blood glucose level was unknown. Customer stated that the battery compartment top area was kinked in the plastic, threads was worn and hard to put on cap and turned down. The insulin pump will not be returned for analysis.